Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited oversensing noise resulting in intermittent pacing inhibition and high capture threshold. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.